Event description:
It was reported that pump experienced malfunction message labeled malf 12 with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance to reset pump, and successfully performed reset with assistance from technical support; no additional outcome information was available.